Event description:
It was reported that a bed showed signs of arching from an electrical contact; the paint was charred and a corner of the box was melted from a plug contacting the housing. Reportedly, the nursing staff said that it sparked and smoked when plugging in a pump. Upon inspection, the unit was missing the 110v aux receptacle outlet's nylon screw fasteners. No injury was reported.